Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had issues with the insulin pump. They kept getting kicked out of auto mode for no reason. It would occur between 2 to 5 times a day. The customer¿s doctor advised them that it was not normal. The customer also reported that they had an incident where the insulin pump¿s screen was all garbled. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No screen anomalies or missing segments/partial display anomalies noted during testing. Unit uploaded properly using carelink. Unit communicated properly with glucose sensor simulator and the sensor transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. Auto mode feature activated properly. No unexpected sensor updating anomalies or auto mode feature anomalies noted. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture.